Event description:
It was reported that the patient had a violent outburst due to schizophrenia which resulted in their right ventricular (rv) lead becoming dislodged. High thresholds were also noted. It was also reported that the right atrial (ra) lead was noted to have lost its' slack. The rv and ra leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)